Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Monitor setup with direct link did not work. When calibrating with the patient monitor the 0 mmhg signal worked okay, but 100mmhg signal stopped at half way on scale of the patient monitor. Event occurred before surgery, caused no delays. Surgeons used icp express instead.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted

Manufacturer narrative:
(B)(4). Device evaluation: the products associated in this complaint were returned and evaluated. The icp module 82-6828 was tested and no product problem was identified. The cable 82-6840 was tested and no product problem was identified. The cable 82-6881 was tested and no product problem was identified. A DHR review was performed for the icp module 82-6828 s/n: (B)(4) (lot# ctgcrv), and the lot met specifications when released on july 22th, 2015. The issue reported by the customer was not confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2016-10472 and 1226348-2016-10471 for information regarding the other devices involved with the reported event.